Event description:
It was reported that the right atrial (ra) lead exhibited noise. Surgical intervention was undertaken. The lead was explanted and replaced. During laser extraction of the ra lead, this right ventricular (rv) lead sustained damage by the laser and was subsequently cut in half and explanted and replaced as well. No additional adverse patient effects were reported. The lead was retained by the hospital and will not be returned.

Manufacturer narrative:
This report is being filed to update the evaluation conclusion codes.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. Surgical intervention was undertaken. The lead was explanted and replaced. During laser extraction of the ra lead, this right ventricular (rv) lead sustained damage by the laser and was subsequently cut in half and explanted and replaced as well. No additional adverse patient effects were reported. The lead was retained by the hospital and will not be returned.